Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of lead returned in two segments, severed 80mm from the terminal end may be induced damage during explant. Based on normal lead segment resistance measurements, and inspection that showed no conductor issues. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement, non-physiologic noise, oversensing, pacing inhibition and loss of capture. Lead was replaced. No additional adverse patient effects were reported.